Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc determined there was the possibility this phenomenon was attributed to the camera cable failure of the subject device due to the excessive force applying by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) se & co. Kg (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. It was inspected using otv-s400, a video processor owned by (B)(4) and was found to have no image. It was further checked the malfunction, then confirmed that there was the camera cable failure. After replacing the camera cable and using the original ccd, the image of the subject device was back. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device plugged in during preparation for use. The user also reported that other camera heads worked without issue. The intended procedure was completed with changing to another similar device. There was no report of patient injury associated with the event.